Event description:
It was reported that balloon rupture occurred. The occluded target lesion was located in the mid right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device.there were no patient complications nor injuries reported.